Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/05/2016, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. Potentially reportable because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: audible/vibratory alarm operates intermittently due to moisture damage.